Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a peak of 237 mg/dl and approximately three hours above range, and the caregiver expressed concern about whether the system was correcting; the user was ill at the time, and coaching was provided on graph interpretation, correction dynamics, and meal announcements. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included stabilization with a downward trend and no use of backup therapy, no ketone testing, no medical intervention, and no outside assistance. Investigation included review of available device data and user reports with troubleshooting and education completed. Investigation of this case revealed no device malfunction, and illness was discussed as a potential contributor to elevated glucose while the ilet algorithm¿s time to correct was reviewed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.